Event description:
Device wheel chair, powered regulation description powered wheelchair. Product does not comply. Do you have a picture of the product? Yes. Non-compliant device. FDA safety report ID # (B)(4).